Event description:
On may 13, 2008 the lay user/patient contacted lifescan (lfs) alleging a onetouch ultra meter had an ER 4 message. The medical affairs specialist (mas) was able to contact the pt to obtain additional info. The pt tests her blood glucose four to five times a day. She tests in the morning before having meal, at noon before and after meal, before having dinner, and lastly at night before bedtime. She manages her diabetes via insulin, which she makes three times a day on a sliding scale based on her meter readings. On the day before at around 10 pm eastern time, the pt reported having the ER 4 message on the subject meter. The pt reportedly did not take her sliding scale insulin because she does not want to go "low". On the morning of the original date, the pt had symptoms of "dry mouth, thirsty, and trouble breathing" which had lasted for "several hours" until she treated herself with a shot of unspecified type and dose of insulin. As a result of the reported meter issue, the pt treated herself based on her "feelings". The pt stated that she purchased test strips at the pharmacy to test with the subject meter but still got the same ER 4 message. At the time of troubleshooting, it was verified that this was not a new product. The pt was using the correct test strip and the testing technique was correct. The test strip was stored properly and had not been open longer than the discard date printed on the test strip vial. However, the issue was not resolved when the test strip was inserted all the way into the test strip port. The products are being replaced for the pt. This complaint is being reported due to the following conclusions: the pt claimed that she developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.